Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (unable to power up a monitor) was confirmed. As received, the battery pack was unable to power a test monitor and charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There are no adverse events associated with the battery malfunction.

Event description:
A us distributor reported that a battery would not power on a monitor.